Event description:
According to the distributor's report, the device was used to close a laceration. During application, some of the adhesive contacted the pt's eyelashes. The pt was referred to an ophthalmologist who called for info on how to treat the pt. He explained that the pt had clumps of adhesive in the eyelashes, and was concerned that there might be polymer in the pt's eye. No further info is reported.